Manufacturer narrative:
H6 - 68, an occlusion was detected in the needle, this may have caused or contributed to the event if the occlusion was present at the time the incident took place. Both the handpiece and the needle were returned for evaluation. A temperature rise profile was performed on the handpiece and the product was found to be functioning within the normal range. Examination of the needle revealed the presence of cortical like material occluding the fluid path. It is possible that the needle became occluded with lens fragments during surgery and resulted in the reduction of irrigation fluid. Overheating of the needle may occur when the fluid is cut off or reduced.

Event description:
The dr reportedly observe a burn around the incision site during a phacoemulsification procedure. The hosp indicated that white smoke was detected coming from the phaco tip. The handpiece and the needle were returned for eval.